Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had e333 error. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that communication abnormality with the scope occurred due to impact of the bent pin inside the video connector socket. However, the root cause could not identify. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video system center had an e333 error. The issue occurred during an unspecified diagnostic procedure, that was completed using the same device. The problem was resolved by turning the power off and on. There were no reports of patient harm.